Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an angiojet solent omni thrombectomy system. Visual and tactile examination presented no damage or irregularities of the outer and inner shafts, hypotube, supply line, or pump. The thrombectomy system was inserted in to the ultra-console for functional testing. The catheter would not get into priming mode and received a ¿check catheter for kinks ¿error (over pressure). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that aspiration was lost. The target lesion was located in the femoral vein. The angiojet® solent¿ omni was primed without issue and advanced to the lesion and t worked for one second and it gave them a message that there was a kink and to recheck the catheter. The catheter was removed and visibly saw no kink, retried it and then they got another message again that said check for kink and replace thrombectomy set. The procedure was completed with another of the same device. No patient complications were reported an the patient's current condition is okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that aspiration was lost. The target lesion was located in the femoral vein. The angiojet&#59411;solent omni was primed without issue and advanced to the lesion and t worked for one second and it gave them a message that there was a kink and to recheck the catheter. The catheter was removed and visibly saw no kink, retried it and then they got another message again that said check for kink and replace thrombectomy set. The procedure was completed with another of the same device. No patient complications were reported an the patient's current condition is okay.